Manufacturer narrative:
A ge service representative performed an on site investigation. The charger board and the x-ray controller were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system would not boot up prior to a case. No patient injury was reported.